Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
During t2 ph surgery, the surgeon tried to insert the end cap using the self holding screw driver. However, the self holding screw driver would not hold the end cap and the end cap dropped off. The surgeon used the self holding screw driver instead and the procedure was completed. After the surgery, the surgeon found that the base of the part split at the tip of the driver shaft.